Event description:
Additional information was received which indicated that there was no patient involvement.

Manufacturer narrative:
Additional information provided in b5 and h6.

Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with a damaged front and rear housing and a scratched screen. During analysis, visual inspection found that both the front and rear housing were damaged. Service will replace the damaged front and rear housing. The lcd screen is included in the replacement of the housing. Service will replace circuit board due to alarming on start-up. Service will also replace downstream sensor as a preventive measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited beeping sound and needed to be services for rear case and circuit board. No adverse effects were reported.